Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the suture mediated closure (smc) devices were used as post close in a procedure utilizing a 25f sheath. It should be noted that the prostyle instructions for use (IFU), states: ¿for access sites in the common femoral artery using 5f to 21f sheaths.¿ ¿for sheath sizes greater than 8f, at least two devices and the pre-close technique are required.¿ it is unknown if the IFU violation contribute to the difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible. With post close after the use of a 25f sheath a partial capture occurred; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after a triclip interventional procedure using a 25f sheath. Reportedly, hemostasis was not achieved with the prostyle sutures. A z-suture was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.